Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-03168. Related manufacturer reference number: 2017865-2024-03171. It was reported that the pacemaker was explanted due to pocket erosion and infection. Furthermore, the right ventricular (rv) lead and the right atrial (ra) lead were explanted due to infection. The patient was stable throughout the procedure.